Manufacturer narrative:
The insulin pump received with moisture damage noted on the electronics assembly, motor, vibrator motor or battery tube assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was exposed to fluids. It was also reported that the customer's insulin pump has cracks to the case and reservoir compartment. Customer's blood glucose level at the time 7.0mmol/l. Troubleshooting occured. No additional information was provided. No additional information was provided.